Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime/delivery test due to faulty back pressure sensor (gold). Unable to complete functional test due to prime anomaly. Program multiple boluses. All boluses were delivered and recorded in bolus history. No unexpected boluses noted during testing. The button event file was overwritten. Unable to verify if bolus was manually entered by customer. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 58 mg/dl. The customer reported that the insulin pump delivered two unprogrammed boluses, resulting in the hospitalization. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.